Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for analysis. Device analysis revealed a damage in the femoral marker/marker flakes off and a kink in the sheath assembly from femoral marker to the proximal end. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Imaging core windup was not found within the telescope section of the device. Wind up was not found after dissection (near of distal strain relief) of sheath assembly and pulled. Based on the x-ray images, the electrical failure was a result of a broken coax cable. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on device analysis completed on 09may2016. It was reported that lost image occurred. An opticross¿ imaging catheter was selected for use. Upon insertion of the opticross¿ imaging catheter to the target lesion, image was lost. The physician did not feel any strong resistance during the insertion. The procedure was completed with another of the same opticross¿ imaging catheter. No patient complications were reported and the patient's status is good. However, device analysis revealed a damage in the femoral marker/marker flakes off.